Event description:
It was reported that the catheter broke; it was ¿just floating around¿ because it was too dangerous to remove. The catheter was revised. The patient ¿can't do dyes and it makes diagnosing catheter/pump problems difficult¿. The device system was delivering bupivacaine, baclofen, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).